Event description:
A nurse reported that a system message was displayed and they were unable to reboot the system during a cataract with intraocular lens implant procedure. Following a system exchange, the procedure was completed with no pt harm.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. The company representative examined the system and found system message (sm) - [abnormal system shutdown] in the event log. The central processing unit (cpu) host was replaced. The system was tested and met all product specifications. No additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).